Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after disconnecting from the pump and leaving the pump in a car for a few hours, the pump became unresponsive. After plugging the pump into a power source, the pump was able to beep and vibrate, but was unable to be turned on. The customer's blood glucose level was impacted (519 mg/dl). The customer took a 10 unit manual injection of novolog, which reduced blood glucose level to 400 mg/dl. It was confirmed that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.